Event description:
During surgery the physician was using the 5mm endoscopic ligamax clip applier and it jammed up and had to be replaced. No harm done to patient.device was sent to the manufacturer for examination. Reporter is awaiting the manufacturer response.

Event description:
During surgery the physician was using the 5mm endoscopic ligamax clip applier and it jammed up and had to be replaced. No harm done to patient.device was sent to the manufacturer for examination. Reporter is awaiting the manufacturer response.